Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 46 (mg/dl). The customer consumed carbohydrates to address low bg. Reportedly, the customer continued to use pump for insulin therapy.